Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify under delivery anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose levels were 300 mg/dl- 600 mg/dl, 423 mg/dl and 500s mg/dl. The customer was treated with pens. The customer reported that they had nausea and abdominal pain. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The also reported that the insulin exited at the quick release after troubleshooting. They customer did not call back to perform high pressure test. The customer alleged the insulin pump for under delivery as they had tried different sets and changed the settings but still had high blood glucose levels. The customer also stated that the drive support cap appeared to be normal. The insulin pump will not be returned for analysis.